Event description:
It was reported that there were high thresholds, noise, and oversensing on the right ventricular lead which caused lead integrity alert to trigger. It was determined that the device was causing these measurements due to a possible connector or setscrew problem. Dried blood was noted in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.